Event description:
A malfunction was reported with the pump, displaying a code malf 16. The customer's blood glucose level was recorded at 120 mg/dl, which is within the normal range. The customer was initially assisted with resetting the pump, but the malfunction recurred. Customer reverted to using manual daily injections as a backup therapy.